Manufacturer narrative:
This report is submitted on january 16, 2024.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to no benefit. It is unknown if there are plans to re-implant the patient as of the date of this report.